Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out of range shock impedance measuring greater than 125 ohms. In addition, the non-boston scientific right atrial (ra) lead was exhibiting high pacing impedance measurement, measuring greater than 2000 ohms. No adverse patient effects were reported. This rv lead and competitor ra lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).